Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1616c156ee, serial/lot #: (B)(4), ubd: 08-apr-2020, (B)(4); product ID: etlw1616c156ee, serial/lot #:(B)(4), ubd: 21-feb-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the chevar treatment of a 72mm diameter abdominal aortic aneurysm. It was reported approximately 6 months post the index procedure the patient presented with acute pain of the right limb. CT confirmed a diagnosis of acute occlusion of the right common femoral artery (cfa) and the superficial femoral artery (sfa). A surgical thrombectomy of the cfa and sfa was performed and the event was confirmed as resolved with complete resolution of blood flow and palpable pulse to right foot. Per the investigator and the sponsor, the cause of the event is possibly related to the index procedure. It was noted the device has a ballerina position of the limbs and this can influence the patency of the limbs or at least be a factor in which the thrombus may have formed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
B5: the sponsor has updated the assessment and the event is deemed related to the endurant device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported an additional endurant limb was implanted on (B)(6) 2019. The sponsor assessed the event as having a causal relationship with the endurant device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.